Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 500s mg/dl). Customer reported that the pump settings were not up-to-date and discussed the settings with a healthcare provider. Pump settings were changed and a bolus was delivered to treat elevated bg.